Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and company representative regarding a patient who was receiving baclofen with concentration 250 mcg/ml at an unspecified dose rate via implantable pump for intractable spasticity and multiple sclerosis. A physician reported that the patient's pump was empty. The physician had access to a clinician programmer and an empty pump alarm was occurring. It was unknown if the patient had missed a refill. The hcp described the patient as having been new to them from another state. It was noted that the pump was critically alarming as being empty, but when she withdrew the medication she was able to pull out less than 1 ml of fluid. The low reservoir alarm date was (B)(6) 2016 so the physician assumed the patient had several days of drug left. The physician was in the middle of performing a refill procedure on (B)(6) 2016 at the time of the report. The current drug in the pump was noted as having been baclofen with concentration 250 mcg/ml and the new drug was baclofen with concentration 500 mcg/ml. On (B)(6) 2016 a nurse had also reported that earlier in the day yesterday a normal pump refill was performed. The pump was noted as having administered baclofen with concentration 2000 mcg/mlat a flex dose rate of 1590.5 mcg/day. Post refill on (B)(6) 2016 the patient experienced tremors of the legs with a gradual onset. Per the event logs a motor stall occurred on (B)(6) 2016 at 20:03 with no other anomalies seen. A critical alarm was occurring with no motor stall recovery. On (B)(6) 2016 a company representative reported that they read the pump logs and the stall was still occurring. The patient was sent to an emergency room (ER) and was having symptoms of fever and tachycardia. The patient was told to start taking oral baclofen and xanax. On (B)(6) 2016 a company representative reported that a pump replacement procedure was being performed that day. It was further noted that the patient looked comfortable as of (B)(6) 2016. As of (B)(6) 2016, the pump was currently programmed to a minimum rate mode. It was believed that the type of baclofen administered via the pump was likely lioresal but the reporter was not certain. The following additional information has been requested which was not available at the time of this report: specific pump drug information, other medications (oral, etc.) The patient was taking at the time of the event, pertinent medical history, troubleshooting performed and results, cause of the issue, actions taken to resolve the event, and outcome. If additional information is received, a follow-up report will be submitted.